Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to deploy the stent, the guide catheter detached and the stent would not deploy. No other anomaly or device damage noted. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when it was attempted to deploy the stent, the guide catheter detached and the stent would not deploy. No other anomaly or device damage noted. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the stent undamaged and loaded on the delivery system via suture. No damages were noticed on the suture, or the stent. The working length of push catheter had a minor bend close to proximal end. The guide catheter assembly was found stretched and broken close to proximal end, and the broken proximal piece of guide catheter was not returned. The distal end of guide catheter had multiple suture impressions (kinks). A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.